Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Microscope examination was performed on the bushing, and it was observed that the bushing hooks had some hits and the bushing tabs were rounded, indicating that there may have been difficulty faced when attempted to release the clip from the catheter. Dimensional analysis was performed on the bushing outer diameter, and it was noted to be within specification. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides were observed to be out of specification. The hooks of the bushing abnormality also likely led to difficulty deploying the clip during the activation of the device. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be released from the catheter; however, the handle broke during the second click of the deployment process and the clip failed to release from the catheter. Following the failure of the attempted deployment, the clip did not close and slid off the tissue. The procedure was completed successfully with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be released from the catheter; however, the handle broke during the second click of the deployment process and the clip failed to release from the catheter. Following the failure of the attempted deployment, the clip did not close and slid off the tissue. The procedure was completed successfully with another resolution 360 clip device. There were no patient complications reported as a result of this event.